Event description:
It was reported via phone call, that the customer received a button error alarm, as well as unexpected restart alarm. The insulin pump was exposed to moisture. Customer's blood glucose level at the time 178 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected restart alarm noted during testing. No moisture damaged was found on the electronics, motor, battery tube, and vibrator noted. The device had minor scratches on the lcd window, scratches on the reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.